Manufacturer narrative:
A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment capas. A query of the complaint handling system for the reported lot was performed and revealed no other complaints reported for this lot. Based on the complaint review, there is no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported tip separation. The separated portion of the tip remains within the anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
MDR report#: mw5177744. During a right heart catheterization, the distal part of the bmw 300cm wire broke off inside the distal rpa. Wire fragment was retained in the distal right lower lobar lateral segmental branch. Additional information was received. Attempts were made to retrieve the separated portion of the guide wire, however were unsuccessful. The separated portion remains in the distal right lower lobar lateral segmental branch.